Event description:
It was reported that the subject device had suddenly turned off and the image blacked out. The issue was identified during sedation when device was inside patient. The intended procedure was a therapeutic laparoscopic inguinal hernia repair, which was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the board failure was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.